Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The returned imagery was evaluated and revealed the following: edwards inflation syringe filled with blood. Valve crimped over inflation balloon post removal from patient. Blood seen inside the balloon. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon leak was confirmed through the provided imagery. There were no manufacturing non-conformance was identified during the evaluation. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. As reported, 'when the balloon of commander ds was going to be inflated (5% inflated) to try and cushion the movement through the pulmonic stent, it was noticed that the balloon of commander delivery system punctured by the pulmonic landing zone stent and it was observed blood into the atrion device.' As such, available information suggests that patient factors (pre-existing stent) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards south africa affiliate, during a transfemoral tpvr procedure with a 23mm sapien 3 valve, the balloon of the commander delivery system was attempted to be inflated (5% inflated) to cushion the movement through the pulmonic stent. However, the balloon was punctured by the stent in the landing zone, and blood was observed in the atrion device. It was decided to withdraw the commander delivery system and the valve through the esheath. The delivery system was removed with no issues. A new valve and delivery system were used, and the valve was implanted successfully. There was no injury to the patient.